Event description:
During a tfn procedure, as the surgeon was using the reamer, it snapped into 2 pieces where it chucks into the drill. The surgeon was finished with the part when it broke. Also, as the surgeon was reaming the drill stop, it would not lock into place on the drill bit. The surgeon noted that the drill stop was loose. There were no pieces to retrieve. The surgeon was able to complete the procedure without further incident and with no adverse event to the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Manufacturing and product development evaluations were conducted. The drill bit was received with the blades on the drill bit showing some damage. The tip of the drill bit is broken off. Chips and dull edges found at the front of the drill bit and along the edges of the cutting flutes. The drill bit broke at large ao quick couple/jacobs chuck transition. The instrument broke at the weakest section. Excessive side (cantilever) loading of the drill bit can cause failure at the large ao quick couple/jacobs chuck transition. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. The mating section of the drill bit was measured and met specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed synthes incoming inspection.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing records were reviewed and no complaint related issues were found.